Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port appeared to be bent, and the pump was unable to charge. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 80-230 mg/dl.